Event description:
The user discovered questionable low ion selective electrode (ise) sodium results when issues were noted with the quality control and results could not be released. The user reviewed all results and repeated testing on 29 suspicious samples. The repeat results were between 8-10 mmol/l above the first results. Of the data provided the results for 27 of the patient samples were discrepant. All results are in mmol/l. Patient sample 1 initial result was 128.3 and the repeat result was 136.3. Patient sample 2 initial result was 129.2 and the repeat result was 137.4. Patient sample 3 initial result was 130.4 and the repeat result was 139.3. Patient sample 4 initial result was 128.4 and the repeat result was 137.9. Patient sample 5 initial result was 128.3 and the repeat result was 136.9. Patient sample 6 initial result was 132.4 and the repeat result was 139.7. Patient sample 7 initial result was 133.0 and the repeat result was 140.9. Patient sample 8 initial result was 132.2 and the repeat result was 141.4. Patient sample 9 initial result was 125.2 and the repeat result was 131.8. Patient sample 10 initial result was 132.4 and the repeat result was 140.7. Patient sample 11 initial result was 126.3 and the repeat result was 135.5. Patient sample 12 initial result was 130.7 and the repeat result was 138.0. Patient sample 13 initial result was 129.0 and the repeat result was 136.8. Patient sample 14 initial result was 131.5 and the repeat result was 140.6. Patient sample 15 initial result was 127.4 and the repeat result was 133.9. Patient sample 16 initial result was 129.8 and the repeat result was 138.1. Patient sample 17 initial result was 126.7 and the repeat result was 133.8. Patient sample 18 initial result was 134.2 and the repeat result was 142.4. Patient sample 19 initial result was 133.6 and the repeat result was 141.1. Patient sample 20 initial result was 131.8 and the repeat result was 139.4. Patient sample 21 initial result was 130.0 and the repeat result was 137.5. Patient sample 22 initial result was 129.4 and the repeat result was 136.2. Patient sample 23 initial result was 133.6 and the repeat result was 142.2. Patient sample 24 initial result was 128.0 and the repeat result was 135.9. Patient sample 25 initial result was 131.5 and the repeat result was 139.5. Patient sample 26 initial result was 133.0 and the repeat result was 140.2. Patient sample 27 initial result was 129.0 and the repeat result was 137.8. The initial results were reported outside the laboratory and corrected reports were issued. Patient 1 was prescribed salt tablets (kapsel nacl 500 mg 2x2), but the medication was not picked up from the pharmacy before the corrective action was taken by the user. The patient was not adversely affected. No information was provided concerning if the other patients were adversely affected. The sodium electrode lot number and expiration date were not provided. The issue was resolved by performing calibration and quality control which was acceptable.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Additional information was received from the customer. The customer stated the sodium electrode and the reference electrode were used for longer than six months and for more than 9000 samples which is against product labeling. After changing the electrodes, a new calibration was performed and the problem was resolved.